Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problem"), hot flush ("hormonal changes describe: hot flashes"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in m"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdomen") and pain in extremity ("legs pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia and dermatitis allergic had resolved and the vaginal haemorrhage, psychological trauma, urinary tract infection, vaginal infection, alopecia, hormone level abnormal, headache, visual impairment, weight increased, hot flush, dysgeusia, migraine, nausea, allergy to metals, vaginal discharge, abdominal pain lower and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of confirm test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu 2 & fu 3 processed together. New events - dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), psych injury, uti, vaginal infection, hair loss, hormonal changes, headaches, vision problem, weight gain were added. On 19-sep-2019: fu 2 & fu 3 processed together. Lot no was added. New events - hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal taste in mouth, rashes or skin conditions type: red bum 12y outbreak on neck and arms, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, nickel allergy,dysmenorrhea (cramping), pain, vaginal discharge, weight gain/ loss specify which one: weight gain, pain lower abdomen, legs pain incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy with intrauterine device. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problem"), hot flush ("hormonal changes describe: hot flashes"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in m"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdomen") and pain in extremity ("legs pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia and dermatitis allergic had resolved, the vaginal haemorrhage, psychological trauma, urinary tract infection, vaginal infection, alopecia, hormone level abnormal, headache, visual impairment, weight increased, hot flush, dysgeusia, allergy to metals, vaginal discharge, abdominal pain lower and pain in extremity outcome was unknown and the migraine and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of confirm test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received: outcome for events nausea and migraine was updated to (recovering / resolving) and onset date of events updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.